Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy period') in an adult female patient who had essure (batch no. A64629) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraine"), rash pruritic ("itchy rash"), tooth disorder ("teeth disorder") and allergy to metals ("its from nickel allergy") and was found to have hepatic enzyme abnormal ("liver enzyme"). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, migraine, rash pruritic, tooth disorder, hepatic enzyme abnormal and allergy to metals outcome was unknown. The reporter considered allergy to metals, hepatic enzyme abnormal, menorrhagia, migraine, rash pruritic and tooth disorder to be related to essure. Lot number:a64629 manufacturing date:2012-10 expiration date:2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('heavy period') in an adult female patient who had essure (batch no. A64629) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), migraine ("migraine"), rash pruritic ("itchy rash"), tooth fracture ("eating and all of a sudden tooth jus broke off: yep getting it pulled monday ") and allergy to metals ("its from nickel allergy") and was found to have hepatic enzyme abnormal ("liver enzyme"). The patient was treated with surgery (essure coil removal and tooth removal). Essure was removed on (B)(6) 2019. At the time of the report, the heavy menstrual bleeding, migraine, rash pruritic, tooth fracture, hepatic enzyme abnormal and allergy to metals outcome was unknown. The reporter considered allergy to metals, heavy menstrual bleeding, hepatic enzyme abnormal, migraine, rash pruritic and tooth fracture to be related to essure. Lot number: a64629, manufacturing date: 2012-10, and expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media content received. Reporter added. Previously reported event "teeth disorder" was updated to "eating and all of a sudden tooth jus broke off: yep getting it pulled monday." Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy period') in an adult female patient who had essure (batch no. A64629) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraine"), rash pruritic ("itchy rash"), tooth disorder ("teeth disorder") and allergy to metals ("its from nickel allergy") and was found to have hepatic enzyme abnormal ("liver enzyme"). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, migraine, rash pruritic, tooth disorder, hepatic enzyme abnormal and allergy to metals outcome was unknown. The reporter considered allergy to metals, hepatic enzyme abnormal, menorrhagia, migraine, rash pruritic and tooth disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: mr received: lot no. Was added. Reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy period') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraine"), rash pruritic ("itchy rash"), tooth disorder ("teeth disorder") and allergy to metals ("its from nickel allergy") and was found to have hepatic enzyme abnormal ("liver enzyme"). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, migraine, rash pruritic, tooth disorder, hepatic enzyme abnormal and allergy to metals outcome was unknown. The reporter considered allergy to metals, hepatic enzyme abnormal, menorrhagia, migraine, rash pruritic and tooth disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received- essure insertion and removal date were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.